Event description:
The patient was implanted with the scs system on (B)(6) 2006 and was reportedly using the system 24 hours a day. It was reported that the patient experienced increased pain and realized he had lost stimulation on (B)(6) 2009. The patient said he had not fallen and nothing unusual had happened to him. Follow-up revealed that the patient's ipg was explanted on (B)(6) 2010. The explanted ipg was not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.